Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 4.0, lab: 7.2 (2.5 hours between tests); date: (B)(6) 2013, inratio: 2.9, lab: 5.0 (3 hours between tests). Pt self tester is using a box of strips that were exposed to extreme temperature (above 90 degrees fahrenheit). Therapeutic range: unk.

Manufacturer narrative:
Improper storage condition was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Data provided were not valid for comparison testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As of (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required. Corrective action is not required at this time.